Event description:
It was reported that patient complained of palpitations and tracked an atrial flutter with varied rate. Additional information obtained through follow up with the physician office indicated that the device was reprogrammed. Also noted was that the patient called back later and stated she "felt great."the device remains still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.